Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was replaced because "it was completely blocked" after less than 6 years. It was unknown how long it had been blocked, so the medication in the pump was decreased by 75%. It then took two weeks to get the pain under control by having it increased by 25% after one week, and then 20% the second week. The patient went through withdrawal, which was "miserable." The patient's fourth pump was also implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2012-(B)(6), product type catheter; product ID 8709, lot# l57096, implanted: 1998-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4).